Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that patient had an adverse event: patient complains of pain and limited range of motion which is getting progressively worse. X-rays reveal this is likely due to the glenoid component loosening and some glenoid bone loss.